Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose ranging from 47 to 60 mg/dl. Customer feels not having the dual wave causes the low readings. The customer was recommended getting a calorie king application and book to assist them with carb counting. Customer also mentioned they had 2 sensors that caused bleeding and could not be used after insertion. No products were returned for analysis.